Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the company representative (rep) clarified the patient was receiving gablofen. No further c omplications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider on (B)(6) 2017 regarding a patient receiving lioresal (2000mcg/ml at an unknown dose) via an implanted infusion pump. The indications for use included intractable spasticity and cerebral palsy. It was reported that on (B)(6) 2017, the patient experienced vomiting. The patient presented to the hospital with unresponsiveness on (B)(6) 2017 and was obtunded. It was noted that the patient was bradycardic with a heart rate of 30 beats per minute (bpm). At the time of report, the pump was stopped and the patient was in the intensive care unit (ICU). It was noted that the pump dose was increased slightly 2 weeks ago (relative to (B)(6) 2017), and the expected reservoir volume (erv) was 13.9ml. Additional information was received on (B)(6) 2017 from a consumer via a manufacturer representative. It was noted that per the patient, he would get sudden/random boluses and would go into an overdose. It was noted that the patient reported the same problem with the prior pump (see mfg. Report #3004209178-2017-26248 for report of previous pump overinfusion). It was further noted that the patient was in constant pain due to several other medical issues and took oral medications as well. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the device found that there were no anomalies identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Interrogation of the pump memory found that the device was delivering 2 ,000 gablofen at 99.9 mcg/day. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative (rep) on 2017-dec-19. The pump was returned to the manufacturer for analysis. There were no further complications reported/anticipated.

Manufacturer narrative:
Patient weight added updated to reflect the report that the patient's pump was replaced on 2017 (B)(6) updated to reflect the information received on 2017-dec-17: updated to reflect the report that the patient's pump was replaced on 2017 (B)(6) section : updated to reflect the facility name and address associated with this event: patient code (B)(4) added to reflect the information received on 2017-dec-16. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's healthcare provider (hcp) via a manufacturer's representative (rep) on 2017-dec-17. It was reported that the patient's family member thought that the patient's pump was overinfusing, however it was not the "normal" symptoms of an overdose. Roster ak progression of hypotonia was not reported. The patient's family member reported read about the issue in the newspaper. The pump logs were read and found to be normal, however the patient's pump was replaced on 2017 (B)(6) as the patient had 2 other orthopedic procedures scheduled. The catheter was found to be patent was working as expected at the time of the pump explant, so only the patient's pump was replaced. The pump was to be returned for analysis. The refill volume of the last refill, which was two weeks prior to the explant, was checked. The patient was reported on other medications and it was noted that a possible drug interaction had occurred. No environmental/external/patient factors that might have led or contributed to the issue were reported. It was unknown if the issue was resolved at the time of the report. The patient's status was listed as "alive-no injury". No further complications were reported. Additional information was received from the patient's healthcare provider (hcp) via a manufacturer's representative (rep) on 2017-dec-19. It was reported that the cause of the patient's symptoms and overinfusion were not clear at the time of the patient's surgery. The patient's symptoms and overinfusion were considered resolved as the pump had been removed at the patient was stable. The patient's managing hcp explained that the patient's constant pain was "ortho-related" and was not associated with the pump system. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new reportable information.

Manufacturer narrative:
The date MFR rec was 2018-02-19 for MFR report number (B)(4). Correction: 30-day should have been checked for MFR report number (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that the baclofen withdrawal/underinfusion appeared to have occurred again (see mfg. Report #3004209178-2017-26248). No further complications were reported.